Event description:
It was reported the unit failed the sensitivity test during preventative maintenance. The unit was set to 20 and started seizing at 4mv. There was no patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not confirm the initial report, no electrical anomalies were found. However analysis did find that the lower case was broken and the ring was bent.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.